Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Reported event of peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed that the thermoformed tubing was slightly pulled away from the transition but remained attached to the barbed connector. The edge of distal end of the thermoformed tubing was pulled outward. During evaluation, the device was pulled to check the integrity of the transition joint. The thermoformed tubing was not easily removed from the barbed connector. The barbed connector was without issue and the distal end of the thermoformed tubing appears to have been properly formed and attached to the barbed connector during assembly. It was noted that the condition of the returned unit was not consistent with the complaint incident that the feeding tube detached/separated. Based on all gathered information, the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 17352442 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy procedure. The exact procedure date is unknown however, it was performed in (B)(6) 2015. According to the complainant, during the procedure, while wiping down the peg tube it detached. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no injury."

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy procedure. The exact procedure date is unknown however, it was performed in (B)(6) 2015. According to the complainant, during the procedure, while wiping down the peg tube it detached. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no injury."